Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) saw one of the lines was pinched in the door so he forced the door open to remove the pinched line. The hp said the machine went back to the very beginning of the setup. The baxter technical service representative (tsr) asked if he had any alarms before the hc went back to the beginning of the setup and he said a se 2240. The hp stated he started over with new supplies. The tsr also explained that the next time the hp sees a line pinched in the door that all he has to do is wrap a hand around the lines and pull up and down until the line comes out of the door. The hp understood. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to continue therapy after he started over with new supplies. He had not closed the clamps on the lines after he pulled them out of the door and air got into the system. Since then he has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she was not aware of the patient having had that alarm. He never mentioned it to her, but she would follow up with him the next time she sees him. As far as she knows he has been resuming therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.